Manufacturer narrative:
(B)(4). Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pacemaker is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. Following surgical avr, new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. The root cause of this event cannot be determined with the available information. However, there has been no indication or allegation of a device malfunction. It is unknown whether patient and/or procedural related factors impacted this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that this patient underwent avr with the subject device; however, the patient developed lbbb and second degree av block on pod #5. A permanent pacemaker was implanted. He was discharged home on pod #9. It was reported the patient expired at an unknown date due to unknown reasons. Per medical records, this case involved a (B)(6)-year-old male with a history of htn and a smoker. He presented with shortness of breath, chest pain and a productive cough. Echocardiogram revealed severe aortic stenosis. Cardiac catheterization revealed a non-obstructive coronary disease. He underwent an aortic valve replacement. The subject device was implanted was implanted. Echocardiogram revealed preservation of ventricular function with no paravalvular leak. He was transferred to csicu in stable condition. It was noted he tolerated the procedure well. On pod #5, a permanent pacemaker was placed for severe av nodal dysfunction with new left bundle branch block and second degree av block with periods of wenckebach. He tolerated the procedure well and was transferred back to his room in stable condition. He was discharged from the hospital on pod #9. It was reported that he expired at an unknown date due to unknown reasons.